Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# unk, lot# unk, description: 50mm psl shell. Cat# cat unk, lot# unk, description: 45 28mm alumina head. Cat# unk, lot# unk, description: 28mm liner (c-taper), cat# unk, lot# unk, description: screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It was reported that: "patient is infected, proceeded to remove all components. Placed antibiotics spacer. No additional info per hospital."